Manufacturer narrative:
The patient was admitted to the hospital and screened/included into the study on the same day. The patient had three (3) lesions treated with a total of six (6) cypher stents during the index procedure. Lesion # 1-1: the lesion was reported to be the distal circumflex. The lesion was treated by implantation of two cypher stents that were 18 mm (stents #1 and #2) in length at 16 atm. Lesion #1-2: the lesion was reported to be the mid lad. The lesion was treated by implanatation of a cypher 3.5 x 23 mm stent (stent #3) at 17 atm and a cypher 3.5 x 18 mm stent (stent #4) at 16 atm. Lesion #1-3: the lesion was reported to be the 1st diagonal. The lesion was treated by implantation of two cypher 2.5 x 18 mm stents (stents #5 and #6). Due to patient fatigue, the volume of contrast used and the long fluoroscopy time the procedure was terminated and the patient was brought back to the cath lab for a staged procedure two (2) days after the index procedure. A seventh cypher 2.5 x 13 mm stent (stent #7) was implanted in the posterior descending artery (pda). The patient was discharged the next day without anginal complaints. The product is not available for evaluation and testing. Please note that device is distributed outside the united states, however, it is similar to the united states product. A report was received that a cypher stent was associated with jailing. The event involved a male patient with a history of angina, hypertension, hypercholesterolemia, smoking and a family history of cad. The reason for the patient's initial admission was not reported; but an angiogram revealed lesions in his distal circumflex, proximal lad, first diagonal and rpda. This patient's history and extensive cad put him at increased risk for mace. The characteristics of the distal circumflex vessel and/or lesion were not provided. It is not known if the lesion was pre-dilated prior to the successful deployment of two cypher stents; a 2.50 x 18mm and a 3.50 x 18mm; at unknown maximum inflation pressures. The mid to proximal lad /first diagonal lesion was described as located in a bifurcation. The safety and effectiveness of the cypher stent in these types of vessels and/or lesions has not been established. The bifurcation was first double-wired. It is not known if the lesion was pre-dilated prior to the placmement of a 3.50 x 23mm cypher stent in the mid lad at an unknown maximum inflation pressure. This was then followed by the placment of a 2.50 x 18mm cypher stent in the first diagonal at an unknown maximum inflation pressure. After this, a 3.50 x 18mm cypher stent was placed in the proximal lad at an unknown maximum inflation pressure. Of note, this cypher stent was deployed across the first diagonal, thereby, jailing it. This then required the advancement of a 2.50 x 18mm cypher stent through this last stent. This stent was then deployed in the first diagonal to treat the jailing with satisfactory result. According to the IFU, the use of more than two cypher stents has not been clinically established. The patient was discharged from the cath lab in stable condition. Because of the complexity of this procedure, the patient's fatigue, the volume of contrast and the extended fluoroscopy time, the physician opted to forgo the treatment of the rpda for two days. At that time a seventh cypher stent; a 2.50 x 13mm; was implanted. The product was not returned for analysis. For lot: manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. The product remains implanted in the patient, and is thus not available for evaluation. There are vessel and procedural factors that contributed to this event. Please note that this is the initial/final report for this product.

Event description:
The report received from the study indicated approximately thirty-two montha after the index procedure, the patient had an adverse event (ae)of appendicitis which was not related to the study device/procedure and was determined not to be reportable. A review of information received regarding the index procedure indicated that during the index procedure, it was noted that the procedure was complicated due to a stenosis in a failed stented diagonal dissection. Additional information obtained indicated that while stenting the more proximal portion of the mid left anterior descending (lad) coronary artery with a cypher 3.5 x 18 mm stent the first (1st) diagonal branch was occluded or "jailed" rather than dissected. The 1st diagonal was accessed and a cypher 2.5 x 18 mm stent was used to open the vessel.